Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure and bradycardia. It was noted the heart rate was below the lower rate setting. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.